Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On 04-may-2024, it was reported that six infusion set was fell off during use and infusion set is use for less than 1 day. No further information available.

Manufacturer narrative:
Initial and final MDR 1909074 - MDR 3003442380-2024-13485 - device 5 of 6.